Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's final investigation and the device evaluation. The device was returned to olympus for inspection and the reported failure was not confirmed. However, the root case could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cystonephrofiberscope had black coming out of the sheath when the sheath was swelled. The issue occurred during reprocessing. There were no reports of patient harm.